Event description:
The customer originally reported that her pump was making a clicking noise and was getting louder. When the product was received back at medela the qe evaluation determined the transformer to be breached, which is a safety risk.

Manufacturer narrative:
The customer received a replacement pump. The product was evaluated on 11/19/14 and determined to be breached. Evaluation results: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage output across the dc plug measured 13.65 vdc. Resistance across the dc plug measured 101k ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 54.5 ohms, and indicates that the thermal fuse did not blow. Smoke, fire and sparking were not observed while the transformer was plugged in. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturing to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.